Event description:
It was reported that at 4,971 joules during a prostate procedure, no saline flow was observed from the surgical fiber/flow tube. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury to the patient".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: no evidence of blockage or damage to the fiber's flow tube (inlet or outlet) was found. The fiber was found to have a circumferential fracture of the glass cap proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The glass cap distal to fracture remains attached to the metal cap. The glass cap exhibits severe devitrification at the output window. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The instructions for use describe the proper irrigation st-up and precautions. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.